Manufacturer narrative:
Vyaire medical complaint number: (B)(4). At this time, the customer has not responded to requests for additional information regarding this event.  A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr pressurized the ventilator and the mean airway pressure (map) continued to read zero. The fsr advised the customer that the device is due for the 12k preventative maintenance with driver replacement. The customer has scheduled the 12k preventative maintenance.

Event description:
The customer reported that the mean airway pressure (map) went down to zero while the device was in use on a patient. The ventilator did not alarm, but kept running. At this time, it is unknown if there was patient harm/injury associated with this issue.